Event description:
It was reported that during lateral cage insertion, the cage broke. Another cage of the same size was used to successfully complete the procedure. The procedure was at the l2-l3 level ans insertion angle was noted difficult. All broken fragments were retrieved and no reports of adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via email correspondence with the sales rep. Device was returned for evaluation. It was found to have deformed threading area where the inserter is inserted. No manufacturing related issues were found upon device history review. Based on the information provided, the probable root cause of the reported event is difficult angle for insertion of the cage and excessive cantilever force applied during insertion.

Event description:
It was reported that during lateral cage insertion, the cage broke. Another cage of the same size was used to successfully complete the procedure. The procedure was at the l2-l3 level ans insertion angle was noted difficult. All broken fragments were retrieved and no reports of adverse consequences to the patient.